Event description:
The customer reported the device did not pass electrical safety testing on the insertion section. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the customer's complaint was not confirmed. However, there was peeling and cracking of the adhesive which resulted in a gap on the distal end. This report is being submitted for the malfunction found during evaluation (adhesive cracking and peeling). There was no harm or user injury reported due to the event. Additional information has been requested regarding the reported event but no information has been received to-date.

Manufacturer narrative:
In addition to the adhesive on the distal end being cracked and peeling, service also found the bending section cover was leaking, the acoustic lens and scope body were damaged, the distal end was deformed, the bending section glue was cracked, the connecting tube was buckled, paint was peeling from the control unit, the cord had chemical damage, the connector was corroded, angulation was reduced and loose, the up down knob torque was reduced, and scratches were noted on multiple parts. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to event. Event- updated with corrected information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap on the distal end likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Event description:
Clarification received that the customer did not observe the reported issue. It was the field engineer who checked the device and sent the scope in for repair because the device did not pass the electrical tests.